Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805176, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-03. Medical device lot #: 1805261, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-14. (B)(6). Investigation summary: our manufacturing facility was provided with three samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformance's associated with this issue during the production of either batch 1805176 and 1805261. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. Investigation conclusion: the presence of particles of lubricant in the fluid path of discredit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Root cause description: we have entered this complaint into our complaint management system and will continue to track and trend for and future occurrences. Rationale: we have initiated the appropriate corrective and preventive actions for this issue.

Event description:
It was reported that during use of the bd discardit¿ ii syringe w/o needle had macroscopically visible impurities in the syringe plunger when using the syringes.